Event description:
Pt came to the emergency room. Placed on a crib with a disposable fitted sheet. Pt was laying on her right side and presents a 1st degree burn. Skin biopsy was required. Dates of use: (B)(6), 2009. Event abated after use: yes.